Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the charger would not charge the pt's battery packs. The pt was issued a replacement charger/modem.